Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 4200mg of fluorouracil diluted in 115ml of 0.9% sodium chloride. The device was still full after 48 hours, and it appeared that only a small amount had infused. The port was checked and cleared by the nurse. There were no clamp or tape issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured (B)(4) 2018 - (B)(4) 2018. The device was received for evaluation containing approximately 113ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.